Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the display failure was due to physical damage to the top case component. Further technical evaluation determined that the system fault 218 was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned device. The device was replaced to address the display failure issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a display failure. During the service center evaluation of the device logs, a system fault 218 was also observed. There was no patient injury reported as a result of this incident.